Event description:
Report received from the USA stating the device "heated up during a craniotomy surgery." No injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.